Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down after the battery was allowed to deplete due to the customer failing to charge it. The customer subsequently went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 511 (mg/dl). Prior to going to the ER, the customer was administered an insulin injection by their health care provider; therefore, no treatment was administered in the emergency room. The customer was released 2 hours later.